Event description:
It was reported that a lead safety switch (lss) was declared on the right atrial (ra) lead due to high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. After the lss occurred, noise was observed. The lead was reprogrammed back to the bipolar configuration, and the measurements were within normal limits. Isometrics were performed and noise was unable to be reproduced. Boston scientific technical services (ts) discussed this could be the beginning of a fracture. The physician will continue to monitor this patient/system. This ra lead remains in service. No adverse patient effects were reported.